Event description:
Nxstage filter was missing the "proximal arterial t" an important component that is necessary to make final connections to begin crrt treatment. It was a defective cartridge. Item was returned to nxstage representative on 05/24/2017.